Event description:
Digits on the screen display were very light and the customer was unable to read.

Manufacturer narrative:
(B)(4). Qc lab test results show an error e-7 when testing with a check strip. The meter memory shows the last result was a value of 0 which would display on the lcd as a "lo." Root cause: foreign material on the strip connector that may have interfered with the contact of the assay pins and the strip.